Event description:
The user facility reported that the glidewire broke off inside of the patient. The patient was not harmed. Additional information was received on 30apr2025: patient underwent a diagnostic atrioventricular (av) fistula with attempted recanalization of thrombosed cephalic arch stent. They were able to retrieve and subsequently exteriorize foreign body with a snare and catheter. The guidewire that broke off was a 0.035 wire. The wire was used with a 5fr kumpe catheter. The patient was stable and there was no hemodynamic issues encountered.